Event description:
It was reported that the left ventricular lead exhibited high thresholds, loss of capture and high lead impedance on (B)(6) 2012. The lead was capped and replaced on (B)(6) 2012.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.